Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable socket was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the cable socket (interconnect cable) on c-arm had mechanical damage, cable could not be connected. This may render the system unusable. There is no report of injury or death associated with this event.